Manufacturer narrative:
Per the manufacturer subsidiary, the perfusionist found that the reservoir volume was increased even when the occluder was fully closed. It appeared that the plunger looked to not be coming out completely.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the occluder did not fully occlude. As mitigation, manual occlusion was done using forceps. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
81 - evaluation is in progress, but not yet concluded.

Event description:
Additional information was received from the manufacturer's clinical specialist that the issue occurred during priming of the device.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) did not observe any issues. A functional test was performed on the occluder and observed no water level change in the tubing over time. Per data log analysis, on (B)(6)2020 a perfusion screen was opened at 07:32:49. The occluder was calibrated at 07:33:11. The perfusion screen was exited at 16:25:08. There were no other events that occurred while in the perfusion screen. With just the occluder log there is no way to tell what position the plunger was in. The complaint could not be confirmed with the log.

Manufacturer narrative:
The reported complaint was confirmed based on a video that was sent in by the user but was unable to be duplicated during testing. The service repair technician (srt) could not duplicate the complaint. Testing was performed and the srt observed the occluder head to function as intended. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.